Event description:
The patient was also shaking and scared. His pupils were dilated. The patient thinks he could have been overdosed.

Event description:
The patient experienced withdrawal, and the following symptoms were indicated: extreme spasms, leg jumping, and patient was shaken and "not with it". The patient was taken to an emergency room over the weekend. A family member of the patient stated that the patient went into withdrawal due to a healthcare provider allowing the pump to "get low", prior to alarming in regards to being refilled. The pump was refilled on (B)(6) 2012. The pump was delivering lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Sc connector: model#8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. Catheter: model # 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted:unk. (B)(4).